Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08715 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 20 mg/dl. Customer reported that the insulin pump was over delivering. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer feels ok to troubleshooting low blood glucose level. Customer reported that the insulin pump was not worn during a medical procedure or test around an magnetic resonance index. Customer reported that they did not use auto mode at the time of low blood glucose event. The customer did not provide any symptoms regarding low blood glucose. The customer was treated for the low blood glucose with food and glucose tablets. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report, customer allege insulin pump was over delivering. The insulin pump and reservoir was returned for analysis.